Manufacturer narrative:
(B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. An aspiration pneumonia is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent a procedure for the placement of a radiology guided naso tube insertion. The radiologist was not able to get the tube into the esophagus but it repeatedly ventured into the trachea. The patient was sedated and by using the laryngoscope they got a good view of the throat and got the tube in the right place. Oral antibiotics had been started but after a couple of days the patient developed a fever with mucous and an unknown IV antibiotics had been started. On an unknown date the nasal tube was removed and discarded.